Event description:
We were informed this patient expired on (B)(6) 2013. This device was explanted on (B)(6) 2013. Additional information was obtained informing us this patient received 9 shocks at the time of death. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was not able to be interrogated. The leads were found still attached to the header and wound up. The distal and the proximal shock coils of the high voltage lead were in direct contact. Therefore, the device was opened and the inner assembly was analyzed. The inspection of the electrical module revealed that the output stages of the high voltage circuit had been damaged, which led to a high current condition, depleting the battery. This damage indicates a shock delivery into an external short circuit. Therefore, the device could not be interrogated properly. Also the memory content of the device was not restorable as a result of the battery depletion. Based on the fact that the leads were found still attached and wound up, electrically short cutting the shock coils, the damage was most likely caused after the explant of the device, probably because the therapy functions of the device were not deactivated before the explant procedure. The available home monitoring data documented that the device was functional on the reported day of the patient's death, (B)(6) 2013. The inspection of this data showed no anomalies of the device behavior while the device was implanted and in service. In particular, the delivery of 9 defibrillation shocks on (B)(6) 2013, confirms the full availability of the therapy functions of the ICD at that time. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. In summary, the ICD was damaged due to a shock delivery into an external short circuit, most likely after the explant of the device. All therapy functions were available while the device was implanted and in service. The manufacturing records document a flawless device production. There was no indication of a material or manufacturing problem.